Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It "was reported that, was doing a l5/s1 xia 3 case and dr (B)(6) put in the 7.5x40 screw into the pt. He could not engage and tighten the blocker, he said, the tulip head was splayed. So, we removed screw and put new one in."